Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the memobag was used in a laparoscopic cholecystectomy. When the bag was taken out from the 12mm port after the specimen was put in it, it was found torn. However, nothing fell/remained in the patient, and no injury to the patient was reporte d". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "it is evident, that the bag is leaky. One (1) hole/rupture was found in the bottom part of memobag. The foil is stretched and thinned at place of rupture. The closure wire is not deformed. Both eyes of closure wire are not damaged by excessive force. Reported defect can be confirmed." The review of DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. The manufacturing site conclusion is as follows: "the defect was caused by use of excessive force within bag retrieval. Due to this the foil got stretched which led to the rupture of the bag. Remaining parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined as "unintentional user error related", no corrective/preventive actions in production are deemed necessary to introduce."

Event description:
It was reported that "the memobag was used in a laparoscopic cholecystectomy. When the bag was taken out from the 12mm port after the specimen was put in it, it was found torn. However, nothing fell/remained in the patient, and no injury to the patient was reported". The patient status is reported as "fine".